Event description:
Customer reported discrepant results in the software review. Customer stated when receiving device results, it stated "no injury or treatment". When testing patient, the device = "lo" a retest = normal reading. Treatment information does not apply. A request was made for return product and replacement product sent.